Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. To resolve the issue, technical support decided to replace the malfunctioning pump. The customer was instructed to use multiple daily injections as a backup therapy. Technical support also provided instructions for putting the pump into storage mode and arranged for the return of the faulty pump with a pre-paid label, which the customer understood and acknowledged.